Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion with no allegations against its performance. During the change out procedure, the field representative indicated that there was some confusion and the physician re-implanted this device and placed the new device in a return kit to be sent back for analysis. This was not discovered until post-procedure when the device was tested. The patient was brought back for a revision procedure and the device was explanted and successfully replaced.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be reported.